Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an ophthalmic forceps tip remained closed and did not move during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient. Additional information is not available.

Manufacturer narrative:
Additional information is provided. The received forceps sample was found in the opened, original packaging with cover foil. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The complaint history was reviewed two years back. It showed 15 comparable complaints as to the damage. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. It resulted that the metal tubes may loosen due to an improperly performed bonding procedure. Based on the available data, this is a single event for this finished product lot and sub-assembly lot. A design related root cause for the damage of the complained device has not been identified. No further actions are necessary. The manufacturer internal reference number is: (B)(4).